Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot c2009847 of echo-19 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the devices the following observations were made: distal end of needle examined, and no issue observed, stylet examined and no issue observed, sheath extender able to advance and retract without issue, needle able to advance and retract with slight issue, stylet removed form device without issue, stylet reinserted into device without issue, needle removed from device and slight kink observed below sheath extender, images were provided to support the complaint investigation, but there was no issue observed on any of the images. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2009847 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Investigation - evaluation: instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review: images were provided to support the complaint investigation, but there was no issue observed on any of the images. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the proximal kink below the sheath extender observed during the lab evaluation contributing to the needle advancement issues reported. Another possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle exiting from the sheath or the device possibly being held at an angle when trying to advance the needle, it is known from the available additional information that the user had difficulty penetrating the target site this potentially could contributed to the needle kinking below sheath extender. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the (B)(6) 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Uniform echogenicity of pancreatic head and neck parenchyma, no dilation of pancreatic duct observed, the display of the common bile duct is normal. No dilated pancreatic tail seen, with a low pitched mass of approximately 35.8cmx43.2cm in size visible. Uneven internal echo,the boundary is not clear, and blood flow signals are visible inside, which are not clearly decomposed from the plaque. User advanced cook echo-19 device into target area but found out the needle cannot be advanced. User then changed to echo-3-22 device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."